Manufacturer narrative:
Concomitant medical products: ddbb2d1 ICD, implanted: (B)(6) 2016. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the svc coil on the right ventricular lead triggered an alert for high/undefined impedance. The lead remains in use and will continue to be monitored remotely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited unstable thresholds and an increased short v-v counter. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 16 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.